Event description:
Event verbatim [preferred term] severe burn/skin was burning [thermal burn] , used the wrap directly on skin/did not check the skin under the wrap [intentional device misuse] , used the wrap directly on skin/did not check the skin under the wrap [device use error] , inflammation [inflammation] , reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it. [Skin disorder] , itching [pruritus] , rash were all over her skin/she was all broken out on various part of her body/she broke out very badly [rash] , scratches [scratch] , not helping in her pain [device ineffective] , the areas underneath both wraps were red, inflamed, burned, and had rashes. [Erythema] , swelling [swelling] , shoulder discomfort/back discomfort, back is killing me [musculoskeletal discomfort] , stinging/pain [pain]. He took her blood pressure and it was a little elevated [blood pressure increased] . Case narrative: this is a spontaneous report from a pfizer-sponsored program, pfizer product refund program. A contactable consumer reported a (B)(6) year-old black female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n16266, expiration date: feb2019) from (B)(6) 2016 once a day up to 8 hours for back pain. Medical history included ongoing fibromyalgia from an unknown date; ongoing arthritis from an unknown date; ongoing osteoarthritis from an unknown date (in hands, 5 years, maybe less); ongoing chronic pain syndrome from an unknown date, post-menopausal was reported as no, she was still experiencing menopause; and sensitive skin from an unknown date. Concomitant medications included ongoing hydrocodone bitartrate 10mg/paracetamol 325mg (norco) tablet, every 4 to 6 hours as needed for pain and cyclobenzaprine, 10mg tablet at bedtime for pain. The patient reported she had a reaction to the thermacare heatwraps. She mentioned that she was all broken out on various part of her body from the areas where she had used it on (B)(6) 2016. She reported the status of the side effects as it just seems that the side effects were recovering a little bit, not itching as much but the rash was all over her skin on (B)(6) 2016. She also mentioned they were not helping with her pain. The patient mentioned that she went to the doctor yesterday and he gave her a prescription for prednisone 10mg, tablet. She was taking it for the scratches she got from the itching and rash on (B)(6) 2016. She mentioned that it was to be taken like 4 pills yesterday, 3 pills today, 3 pills tomorrow and 3 on wednesday and then stopped. She mentioned she was in pain from fibromyalgia and she also had arthritis. So she was on another pill for the pain and prednisone was to keep itching in the level and scratching that she got from the rash. Upon receipt of follow-up ((B)(6) 2017), the reporter further reported "my back is killing me". She stated after using the product she had rashes, was severely burned and had shoulder and back discomfort. The patient experienced rash, burn, itching, swelling, inflammation on an unspecified date in (B)(6) 2016. In addition, the patient experienced shoulder discomfort and back discomfort on an unspecified date. The patient reported on around (B)(6) 2016 she applied a thermacare advanced joint pain therapy heatwrap to her shoulder and a thermacare back pain therapy heatwrap to her lower back. She had them in place for two to three hours, but then at work she started getting a stinging, burning feeling so went to remove the wraps and noticed that the areas underneath both wraps were red, inflamed, burned, and had rashes. The burn on her shoulder was worse than on her lower back. She applied aloe vera and that soothed the burning. She went and saw her rheumatologist and he prescribed her a prednisone taper dose. She took four 10mg tablets for 3 days then three 10mg tablets for 3 days, then two 10mg tablets for 3 days, then one 10mg tablet for 3 days then stopped. It took a few days, but eventually the redness and inflammation went away. She still had marks where the burn and rashes were, but they were not burned or itching anymore. When she saw her rheumatologist he took her blood pressure and it was a little elevated because of the pain she was experiencing. The shoulder and back discomfort had been getting better, but for some reason last week it got really bad again. She just used a regular heating pad over her clothes, but that did not work. She has since gone back to feeling better. The patient had tried using aspercreme and capsaicin cream for the shoulder and back discomfort in the past, but neither did anything for her. The patient assessed her skin tone as dark. She did not change or modify the wrap in any way. The patient reported there were no defects in the wrap like cuts, tears, holes or leaks. She did not put the wrap in the microwave and did not use the wrap overnight or while sleeping. She used the wrap over healthy skin and over the correct part of the body. The patient did not overlap the wrap and did not apply any pressure over the wrap. She did not wear more than 2 layers of clothing over the wrap and did not sit or recline for a prolonged period of time while using the wrap. The patient did not exercise while using the wrap and did not use more than one heatwrap per day. She denied having any abnormal skin conditions. The patient did not think she had used the heatwraps before. If she had, she did not have this reaction. She previously used an electric heating pad over her clothes shoulder and/or lower back pain as soon as she started sweating she would stop using it. She was wearing undergarments and clothing over the thermacare product. She did read the usage instructions on thermacare before she used the product. When the patient was asked how often did she check under the wrap, she answered she did not check it. Action taken with the suspect products was permanently withdrawn on an unspecified date. Lab data included blood pressure (unknown date): results were a little elevated. Therapeutic measures taken included aloe vera, electric heating pad and prednisone tapered dose. Clinical outcome of the events "severe burn/skin was burning", "reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it", rash, scratches and shoulder discomfort was resolving. The outcome of "swelling" "inflammation", "itching", "redness" was resolved on an unspecified date. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (08nov2016): new information received from product quality complaint includes: product lot number and expiration date; and reaction data (additional event reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it and updated event llt code). Follow-up (17nov2016): new information received from a contactable consumer includes: updated suspect product indication, added suspect product dose details and suspect product start/stop dates. Follow-up (12jan2017): follow-up attempts are completed. No further information is expected. Follow up (20jan2017): new information received from a pfizer-sponsored program includes: added marketing program, added concomitant medication, updated suspect product indication and reaction data (additional events of thermal burn, intentional device misuse, stinging pain, inflammation, back discomfort, shoulder discomfort, swelling and blood pressure elevated). Company clinical evaluation comment based on the information provided, the reported events thermal burn, inflammation, intentional device misuse, and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events are assessed as associated with device use. Follow-up (02feb2017): this follow-up report is being submitted to amend previously reported information: in patient tab, add "experiencing menopause" as medical history., comment: based on the information provided, the reported events thermal burn, inflammation, intentional device misuse, and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events are assessed as associated with device use.

Event description:
Event verbatim [preferred term] severe burn/skin was burning [thermal burn] , used the wrap directly on skin/did not check the skin under the wrap [intentional device misuse] , used the wrap directly on skin/did not check the skin under the wrap [device use error] , inflammation [inflammation] , reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it [skin disorder] , itching [pruritus] , rash were all over her skin/she was all broken out on various part of her body/she broke out very badly [rash] , scratches [scratch] , not helping in her pain [device ineffective] , the areas underneath both wraps were red, inflamed, burned, and had rashes [erythema] , swelling [swelling] , shoulder discomfort/back discomfort, back is killing me [musculoskeletal discomfort] , stinging/pain [pain] , he took her blood pressure and it was a little elevated [blood pressure increased] , they irritated her [skin irritation] , . Case narrative: this is a spontaneous report from a pfizer-sponsored program, pfizer product refund program. A contactable consumer reported a (B)(6)-year-old black female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n16266, expiration date: feb2019) from (B)(6) 2016 once a day up to 8 hours for back pain. Medical history included ongoing fibromyalgia from an unknown date; ongoing arthritis from an unknown date; ongoing osteoarthritis from an unknown date (in hands, 5 years, maybe less); ongoing chronic pain syndrome from an unknown date, post-menopausal was reported as no, she was still experiencing menopause; and sensitive skin from an unknown date. Concomitant medications included ongoing hydrocodone bitartrate 10mg/paracetamol 325mg (norco) tablet, every 4 to 6 hours as needed for pain and cyclobenzaprine, 10mg tablet at bedtime for pain. The patient reported she had a reaction to the thermacare heatwraps. She mentioned that she was all broken out on various part of her body from the areas where she had used it on (B)(6) 2016. She reported the status of the side effects as it just seems that the side effects were recovering a little bit, not itching as much but the rash was all over her skin on (B)(6) 2016. She also mentioned they were not helping with her pain. The patient mentioned that she went to the doctor yesterday and he gave her a prescription for prednisone 10mg, tablet. She was taking it for the scratches she got from the itching and rash on (B)(6) 2016. She mentioned that it was to be taken like 4 pills yesterday, 3 pills today, 3 pills tomorrow and 3 on wednesday and then stopped. She mentioned she was in pain from fibromyalgia and she also had arthritis. So she was on another pill for the pain and prednisone was to keep itching in the level and scratching that she got from the rash. Upon receipt of follow-up ((B)(6) 2017), the reporter further reported "my back is killing me". She stated after using the product she had rashes, was severely burned in (B)(6) 2017 and had shoulder and back discomfort. The patient experienced rash, burn, itching, swelling, inflammation on an unspecified date in (B)(6) 2016. In addition, the patient experienced shoulder discomfort and back discomfort on an unspecified date. The patient reported on around (B)(6) 2016 or (B)(6) 2016 she applied a thermacare advanced joint pain therapy heatwrap to her shoulder and a thermacare back pain therapy heatwrap to her lower back. She had them in place for two to three hours, but then at work she started getting a stinging, burning feeling so went to remove the wraps and noticed that the areas underneath both wraps were red, inflamed, burned, and had rashes. The burn on her shoulder was worse than on her lower back. She applied aloe vera and that soothed the burning. She went and saw her rheumatologist and he prescribed her a prednisone taper dose. She took four 10mg tablets for 3 days then three 10mg tablets for 3 days, then two 10mg tablets for 3 days, then one 10mg tablet for 3 days then stopped. It took a few days, but eventually the redness and inflammation went away. She still had marks where the burn and rashes were, but they were not burned or itching anymore. When she saw her rheumatologist he took her blood pressure and it was a little elevated because of the pain she was experiencing. The shoulder and back discomfort had been getting better, but for some reason last week it got really bad again. She just used a regular heating pad over her clothes, but that did not work. She has since gone back to feeling better. The patient had tried using aspercreme and capsaicin cream for the shoulder and back discomfort in the past, but neither did anything for her. The patient assessed her skin tone as dark. She did not change or modify the wrap in any way. The patient reported there were no defects in the wrap like cuts, tears, holes or leaks. She did not put the wrap in the microwave and did not use the wrap overnight or while sleeping. She used the wrap over healthy skin and over the correct part of the body. The patient did not overlap the wrap and did not apply any pressure over the wrap. She did not wear more than 2 layers of clothing over the wrap and did not sit or recline for a prolonged period of time while using the wrap. The patient did not exercise while using the wrap and did not use more than one heatwrap per day. She denied having any abnormal skin conditions. The patient did not think she had used the heatwraps before. If she had, she did not have this reaction. She previously used an electric heating pad over her clothes shoulder and/or lower back pain as soon as she started sweating she would stop using it. She was wearing undergarments and clothing over the thermacare product. She did read the usage instructions on thermacare before she used the product. When the patient was asked how often did she check under the wrap, she answered she did not check it. It was also reported that there was a reaction to thermacare heatwraps. She had to go to her rheumatologist and got a prescription for inflammation, they irritated her and her skin was burning. Action taken with the suspect products was permanently withdrawn on an unspecified date. Lab data included blood pressure (unknown date): results were a little elevated. Therapeutic measures taken included aloe vera, electric heating pad and prednisone tapered dose. Clinical outcome of the events "severe burn/skin was burning", "reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it", rash, scratches and shoulder discomfort was resolving. The outcome of "swelling" "inflammation", "itching", "redness" was resolved on an unspecified date. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from product quality complaint includes: product lot number and expiration date; and reaction data (additional event reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it and updated event llt code). Follow-up ((B)(6) 2016): new information received from a contactable consumer includes: updated suspect product indication, added suspect product dose details and suspect product start/stop dates. Follow-up ((B)(6) 2017): follow-up attempts are completed. No further information is expected. Follow up ((B)(6) 2017): new information received from a pfizer-sponsored program includes: added marketing program, added concomitant medication, updated suspect product indication and reaction data (additional events of thermal burn, intentional device misuse, stinging pain, inflammation, back discomfort, shoulder discomfort, swelling and blood pressure elevated). Follow-up ((B)(6) 2017): this follow-up report is being submitted to amend previously reported information: in patient tab, add "experiencing menopause" as medical history. Follow-up ((B)(6) 2017): this follow-up report is being submitted to amend previously reported information: capture the information "they irritated her" both in event tab and narrative. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events thermal burn, inflammation, intentional device misuse, and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events are assessed as associated with device use.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There were no defects recorded for the batch, there is no evidence of defective product.

Event description:
Severe burn/skin was burning [thermal burn] , used the wrap directly on skin/did not check the skin under the wrap [intentional device misuse] , used the wrap directly on skin/did not check the skin under the wrap [device use error] , inflammation, reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it [skin disorder] , itching [pruritus] , rash were all over her skin/she was all broken out on various part of her body/she broke out very badly [rash] , scratches , not helping in her pain [device ineffective] , the areas underneath both wraps were red, inflamed, burned, and had rashes [erythema] , swelling [swelling] , shoulder discomfort/back discomfort, back is killing me [musculoskeletal discomfort] , stinging/pain [pain] , he took her blood pressure and it was a little elevated [blood pressure increased] , they irritated her [skin irritation] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, pfizer product refund program. A contactable consumer reported a (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n16266, expiration date: feb2019) from (B)(6) 2016 once a day up to 8 hours for back pain. Medical history included ongoing fibromyalgia from an unknown date; ongoing arthritis from an unknown date; ongoing osteoarthritis from an unknown date (in hands, 5 years, maybe less); ongoing chronic pain syndrome from an unknown date, post-menopausal was reported as no, she was still experiencing menopause; and sensitive skin from an unknown date. Concomitant medications included ongoing hydrocodone bitartrate 10 mg/paracetamol 325 mg (norco) tablet, every 4 to 6 hours as needed for pain and cyclobenzaprine, 10 mg tablet at bedtime for pain. The patient reported she had a reaction to the thermacare heatwraps. She mentioned that she was all broken out on various part of her body from the areas where she had used it on (B)(6) 2016. She reported the status of the side effects as it just seems that the side effects were recovering a little bit, not itching as much but the rash was all over her skin on (B)(6) 2016. She also mentioned they were not helping with her pain. The patient mentioned that she went to the doctor yesterday and he gave her a prescription for prednisone 10 mg, tablet. She was taking it for the scratches she got from the itching and rash on (B)(6) 2016. She mentioned that it was to be taken like 4 pills yesterday, 3 pills today, 3 pills tomorrow and 3 on wednesday and then stopped. She mentioned she was in pain from fibromyalgia and she also had arthritis. So she was on another pill for the pain and prednisone was to keep itching in the level and scratching that she got from the rash. Upon receipt of follow-up (20jan2017), the reporter further reported "my back is killing me". She stated after using the product she had rashes, was severely burned in (B)(6) 2017 and had shoulder and back discomfort. The patient experienced rash, burn, itching, swelling, inflammation on an unspecified date in (B)(6) 2016. In addition, the patient experienced shoulder discomfort and back discomfort on an unspecified date. The patient reported on around (B)(6) 2016 she applied a thermacare advanced joint pain therapy heatwrap to her shoulder and a thermacare back pain therapy heatwrap to her lower back. She had them in place for two to three hours, but then at work she started getting a stinging, burning feeling so went to remove the wraps and noticed that the areas underneath both wraps were red, inflamed, burned, and had rashes. The burn on her shoulder was worse than on her lower back. She applied aloe vera and that soothed the burning. She went and saw her rheumatologist and he prescribed her a prednisone taper dose. She took four 10 mg tablets for 3 days then three 10 mg tablets for 3 days, then two 10 mg tablets for 3 days, then one 10 mg tablet for 3 days then stopped. It took a few days, but eventually the redness and inflammation went away. She still had marks where the burn and rashes were, but they were not burned or itching anymore. When she saw her rheumatologist he took her blood pressure and it was a little elevated because of the pain she was experiencing. The shoulder and back discomfort had been getting better, but for some reason last week it got really bad again. She just used a regular heating pad over her clothes, but that did not work. She has since gone back to feeling better. The patient had tried using aspercreme and capsaicin cream for the shoulder and back discomfort in the past, but neither did anything for her. It was also reported that there was a reaction to thermacare heatwraps. She had to go to her rheumatologist and got a prescription for inflammation, they irritated her and her skin was burning. The patient assessed her skin tone as dark. She did not change or modify the wrap in any way. The patient reported there were no defects in the wrap like cuts, tears, holes or leaks. She did not put the wrap in the microwave and did not use the wrap overnight or while sleeping. She used the wrap over healthy skin and over the correct part of the body. The patient did not overlap the wrap and did not apply any pressure over the wrap. She did not wear more than 2 layers of clothing over the wrap and did not sit or recline for a prolonged period of time while using the wrap. The patient did not exercise while using the wrap and did not use more than one heatwrap per day. She denied having any abnormal skin conditions. The patient did not think she had used the heatwraps before. If she had, she did not have this reaction. She previously used an electric heating pad over her clothes shoulder and/or lower back pain as soon as she started sweating she would stop using it. She was wearing undergarments and clothing over the thermacare product. She did read the usage instructions on thermacare before she used the product. When the patient was asked how often did she check under the wrap, she answered she did not check it. Action taken with the suspect products was permanently withdrawn on an unspecified date. Lab data included blood pressure (unknown date): results were a little elevated. Therapeutic measures taken included aloe vera, electric heating pad and prednisone tapered dose. Clinical outcome of the events "severe burn/skin was burning", "reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it", rash, scratches and shoulder discomfort was resolving. The outcome of "swelling" "inflammation", "itching", "redness" was resolved on an unspecified date. The outcome of other events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There were no defects recorded for the batch, there is no evidence of defective product. Additional information has been requested and will be provided as it becomes available. Follow-up (08nov2016): new information received from product quality complaint includes: product lot number and expiration date; and reaction data (additional event reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it and updated event llt code). Follow-up (17nov2016): new information received from a contactable consumer includes: updated suspect product indication, added suspect product dose details and suspect product start/stop dates. Follow-up (12jan2017): follow-up attempts are completed. No further information is expected. Follow up (20jan2017): new information received from a pfizer-sponsored program includes: added marketing program, added concomitant medication, updated suspect product indication and reaction data (additional events of thermal burn, intentional device misuse, stinging pain, inflammation, back discomfort, shoulder discomfort, swelling and blood pressure elevated). Follow-up (02feb2017): this follow-up report is being submitted to amend previously reported information: in patient tab, add "experiencing menopause" as medical history. Follow-up (16feb2017): this follow-up report is being submitted to amend previously reported information: capture the information "they irritated her" both in event tab and narrative. Additional information has been requested and will be provided as it becomes available. Follow-up (20feb2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the reported events thermal burn, inflammation, intentional device misuse, and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events are assessed as associated with device use., comment: based on the information provided, the reported events thermal burn, inflammation, intentional device misuse, and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events are assessed as associated with device use.

Event description:
Severe burn [thermal burn] , used the wrap directly on skin/did not check the skin under the wrap [intentional device misuse] , used the wrap directly on skin/did not check the skin under the wrap [device use error] , inflammation, reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it [skin disorder] , itching [pruritus] , rash were all over her skin/she was all broken out on various part of her body/she broke out very badly [rash] , scratches [scratch] , not helping in her pain [device ineffective] , the areas underneath both wraps were red, inflamed, burned, and had rashes [erythema] , swelling, shoulder discomfort/back discomfort, back is killing me [musculoskeletal discomfort] , stinging/pai,, he took her blood pressure and it was a little elevated [blood pressure increased] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, pfizer product refund program. A contactable consumer reported a (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n16266, expiration date: feb2019) from (B)(6) 2016 once a day up to 8 hours for back pain. Medical history included ongoing fibromyalgia from an unknown date; ongoing arthritis from an unknown date; ongoing osteoarthritis from an unknown date (in hands, 5 years, maybe less); ongoing chronic pain syndrome from an unknown date, post-menopausal was reported as no, she was still experiencing menopause; and sensitive skin from an unknown date. Concomitant medications included ongoing norco: 10-325 mg tablet, every 4 to 6 hours as needed for pain and cyclobenzaprine, 10 mg tablet at bedtime for pain. The patient reported she had a reaction to the thermacare heatwraps. She mentioned that she was all broken out on various part of her body from the areas where she had used it on (B)(6) 2016. She reported the status of the side effects as it just seems that the side effects were recovering a little bit, not itching as much but the rash was all over her skin. She also mentioned they were not helping with her pain. The patient mentioned that she went to the doctor yesterday and he gave her a prescription for prednisone 10 mg, tablet. She was taking it for the scratches she got from the itching and rash. She mentioned that it was to be taken like 4 pills yesterday, 3 pills today, 3 pills tomorrow and 3 on wednesday and then stopped. She mentioned she was in pain from fibromyalgia and she also had arthritis. So she was on another pill for the pain and prednisone was to keep itching in the level and scratching that she got from the rash. Upon receipt of follow-up (20jan2017), the reporter further reported "my back is killing me". She stated after using the product she had rashes, was severely burned and had shoulder and back discomfort. The patient experienced rash, burn, itching, swelling, inflammation on an unspecified date in (B)(6) 2016. In addition, the patient experienced shoulder discomfort and back discomfort on an unspecified date. The patient reported on around (B)(6) 2016 she applied a thermacare advanced joint pain therapy heatwrap to her shoulder and a thermacare back pain therapy heatwrap to her lower back. She had them in place for two to three hours, but then at work she started getting a stinging, burning feeling so went to remove the wraps and noticed that the areas underneath both wraps were red, inflamed, burned, and had rashes. The burn on her shoulder was worse than on her lower back. She applied aloe vera and that soothed the burning. She went and saw her rheumatologist and he prescribed her a prednisone taper dose. She took four 10 mg tablets for 3 days then three 10 mg tablets for 3 days, then two 10 mg tablets for 3 days, then one 10 mg tablet for 3 days then stopped. It took a few days, but eventually the redness and inflammation went away. She still had marks where the burn and rashes were, but they were not burned or itching anymore. When she saw her rheumatologist he took her blood pressure and it was a little elevated because of the pain she was experiencing. The shoulder and back discomfort had been getting better, but for some reason last week it got really bad again. She just used a regular heating pad over her clothes, but that did not work. She has since gone back to feeling better. The patient had tried using aspercreme and capsaicin cream for the shoulder and back discomfort in the past, but neither did anything for her. The patient assessed her skin tone as dark. She did not change or modify the wrap in any way. The patient reported there were no defects in the wrap like cuts, tears, holes or leaks. She did not put the wrap in the microwave and did not use the wrap overnight or while sleeping. She used the wrap over healthy skin and over the correct part of the body. The patient did not overlap the wrap and did not apply any pressure over the wrap. She did not wear more than 2 layers of clothing over the wrap and did not sit or recline for a prolonged period of time while using the wrap. The patient did not exercise while using the wrap and did not use more than one heatwrap per day. She denied having any abnormal skin conditions. The patient did not think she had used the heatwraps before. If she had, she did not have this reaction. She previously used an electric heating pad over her clothes shoulder and/or lower back pain as soon as she started sweating she would stop using it. She was wearing undergarments and clothing over the thermacare product. She did read the usage instructions on thermacare before she used the product. When the patient was asked how often did she check under the wrap, she answered she did not check it. Action taken with the suspect products was permanently withdrawn on an unspecified date. Lab data included blood pressure (unknown date): results were a little elevated. Therapeutic measures taken included aloe vera, electric heating pad and prednisone tapered dose. Clinical outcome of the events burn/stinging/pain, itching, rash, scratches and shoulder discomfort was resolving. The outcome of swelling inflammation, redness was resolved on an unspecified date. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (08nov2016): new information received from product quality complaint includes: product lot number and expiration date; and reaction data (additional event reaction to the thermacare heatwraps/all broken out on various part of her body from the areas where she had used it and updated event llt code). Follow-up (17nov2016): new information received from a contactable consumer includes: updated suspect product indication, added suspect product dose details and suspect product start/stop dates. Follow-up (12jan2017): follow-up attempts are completed. No further information is expected. Follow up (20jan2017): new information received from a pfizer-sponsored program includes: added marketing program, added concomitant medication, updated suspect product indication and reaction data (additional events of thermal burn, intentional device misuse, stinging pain, inflammation, back discomfort, shoulder discomfort, swelling and blood pressure elevated). Company clinical evaluation comment: based on the information provided, the reported events thermal burn, inflammation, intentional device misuse, and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events are assessed as associated with device use., comment: based on the information provided, the reported events thermal burn, inflammation, intentional device misuse, and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events are assessed as associated with device use.